Event description:
It was reported that while attempting a threshold check on an implantable pulse generator (ipg), the programmer "crashed," with an error message. The programmer had to be switched off and on again. It was further reported the ipg experienced a memory problem, and a manual guided reset (mgr) would be initiated to reset the memory of the ipg. The device remains implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Model number (B)(4) is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Without a device serial number, the manufacturing date cannot be determined for model 2090.